Manufacturer narrative:
There was/were 63 case(s) with a sample received for evaluation. There was/were 1 case(s) with a sample received for evaluation. There was/were 273 case(s) with no sample received for evaluation. There was/were 7 case(s) with a sample received for evaluation. There was/were 3 case(s) with a sample received for evaluation. There was/were 2 case(s) with no sample received for evaluation. There was/were 2 case(s) with a sample received for evaluation. There was/were 4 case(s) with a sample received for evaluation. There was/were 2 case(s) with a sample received for evaluation. There was/were 7 case(s) with a sample received for evaluation. There was/were 1 case(s) with a sample received for evaluation. There was/were 1 case(s) with a sample received for evaluation. There was/were 1 case(s) with no sample received for evaluation. There was/were 1 case(s) with a sample received for evaluation. There was/were 1 case(s) with a sample received for evaluation. There was/were 1 case(s) with a sample received for evaluation. There was/were 3 case(s) with a sample received for evaluation. There was/were 2 case(s) with a sample received for evaluation. (B)(4).

Event description:
This report summarizes e2000003 375 reported events for q2 2018. There was/were 2 male, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code defective item. There was/were 10 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 52 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code foreign material present in device. There was/were 4 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code inaccurate delivery. There was/were 1 unknown gender, (B)(6), unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 2 female, unknown age, unknown weight patient(s) with reported event(s) of device code material twisted/bent. There was/were 4 female, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 3 male, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code device or device component damaged by another device. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 11 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to fold. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code foreign material present in device. There was/were 4 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material opacification. There was/were 4 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material split, cut, or torn. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 unknown gender, (B)(6), unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 8 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to unfold or unwrap. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 45 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code crack. There was/were 104 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 6 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code device damaged prior to use. There was/were 4 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code device or device component damaged by another device. There was/were 1 unknown gender, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 female, (B)(6), patient(s) with reported event(s) of device code scratched material. There was/were 7 female, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 4 female, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code defective device. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective device. There was/were 2 female, unknown age, unknown weight patient(s) with reported event(s) of device code failure to unfold or unwrap. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code material opacification. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 6 female, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 unknown gender, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code failure to unfold or unwrap. There was/were 6 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code folded. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code material split, cut, or torn. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code physical resistance/sticking. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code break. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code break. There was/were 18 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code device or device component damaged by another device. There was/were 13 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code foreign material present in device. There was/were 2 female, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code use of device issue. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code wrinkled. There was/were 4 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material twisted/bent. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code crack. There was/were 20 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 2 female, (B)(6), unknown weight patient(s) with reported event(s) of device code defective item. There was/were 2 female, unknown age, unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 2 male, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code folded. There was/were 3 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code physical resistance/sticking.